Manufacturer narrative:
(B)(4). Date of initial report: 10/14/2016. Date of follow-up report: 10/27/2016. The product was not returned; however, a picture was provided by the customer for analysis. Visual inspection of the disposable device revealed that the dissector had a broken waveguide. The customer reported that the device component disengaged. The reported condition was confirmed. From the attached photo the investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off. Further analysis also showed that it was possible the lower back of the clamping jaw came into contact with the waveguide while the device was being activated. This contact caused the waveguide to crack and eventually break off. This kind of failure occurs when the clamping jaw is forced open too wide beyond its limit during device use and activation. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/14/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that at the end of a gastric bypass case, a piece of the active waveguide disengaged and fell into the patient cavity. There was no patient injury. The customer has indicated that the device was discarded after the case and is not returning for evaluation.